Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she was sitting in a computer chair and shifted to rest their left arm on chair armrest and that this was the second device to shift in her buttocks. The patient felt a sharp poke, popping sensation, tenderness and could feel the device near the surface of the skin. The patient also reported that they saw their healthcare professional and was told they could do another surgery but they declined and did not want to have a third surgery since she already had one on (B)(6) 2015 and another on (B)(6) 2015. The company representative reprogrammed the patient's device which helped to ease the tenderness and was notified that there were two more programs on the device if needed and wait till the battery died for a replacement. This occurred during product use and the indication for use was urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ptn4, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was calling because her neurostimulator had popped up and was sliding to the left in her buttocks. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.